Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.

Event description:
Ten mayfield skull clamps are exhibiting extensive wobbling. Tongue blades were used to attempt to eliminate the wobbling however, the blades were not effective. The units were in contact with pts, but there was no injury involved.